Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was revised due to elevated capture threshold. The fixation screw was retracted, the lead was repositioned and and found to be stable. The lead remains in use and no patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry study.

Event description:
It was later reported that the rv lead had a sustained failure to capture.